Event description:
Philips received a complaint about the heartstart xl defibrillator indicating a battery replacement request. The rse evaluated the device and determined that it required a new battery. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heartstart xl portable defibrillator/monitor was discontinued on december 31, 2013. All options associated with this defibrillator were discontinued as of december 31, 2013. The end of support date for the device was december 31, 2018. The customer was aware of the end-of-life terms, and the device remains at the customer site.